Event description:
It was reported that a patient had a refractive error with a model zmb00 intraocular lens, (iol). The doctor reported the case went well and he peformed a lri (limbal relaxing incisions) for the patient. At the one (1) week post-op visit, the patient had 20/60 vision, refraction was -2.75 diopter. The doctor was concerned that lens (size) was mislabeled. The doctor requested a conversation with amo's medical monitor before determining whether or not he should take the patient back to surgery to replace the lens. No further information was provided.

Manufacturer narrative:
Additional information provided by phone communication between the implanting surgeon and abbott medical optics chief medical officer indicated that the patient underwent an implantation of an intraocular lens in the right optic and experienced an overall unexpected post-operative refraction of -3.00 diopter. In addition, it was stated that the patient was prescribed spectacles and still complains of mild glare due to her left optic being plano and the right optic at -3.00 diopter. The physician will continue to monitor the patient. Manufacturing record review indicates that the device manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens were verified and shown to be within specifications. Diopter measurement of serial number (B)(4) was 05.5 diopter. This is in compliance with the labeled dioptric power 05.5 diopter of this lot number. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Reason for non-evaluation: to date the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data to follow up #1 report submitted (B)(6) 2013. Date rec'd by manufacturer should be 12/02/2013. All pertinent information available to the manufacturer has been submitted.